Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump batter was noted to be depleting quickly. Subsequently, the pump shut down due to insufficient power. The customer's blood glucose (bg) level was impacted (over 600 mg/dl) with large ketones. A manual injection was delivered to correct elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.